Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 65 mg/dl after eating a bedtime snack while using the ilet bionic pancreas, and the user self-treated with two oral glucose tablets, increasing blood glucose to 75 mg/dl; troubleshooting and education were provided to avoid high-carbohydrate bedtime snacks to reduce potential automated overcorrections. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included complaint review and user counseling. Investigation of this case revealed no device malfunction and suggested user behavior related to carbohydrate intake near bedtime as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.